Event description:
Pt reports guide needle broke off subcutaneously while attempting to remove after insertion of the infusion set. Pt was advised to seek medical attention, but chose to remove the broken needle. Product not returned for analysis.